Event description:
Boston scientific received information that this patient presented to the hospital with beeping tones. Initial interrogated revealed that the device displayed a warning screen stating "voltage is too low for projected remaining capacity". A check was carried out and all lead measurements were normal and the device battery displayed eight years remaining. The device alert started on (B)(6) 2013 when the patient was overseas and was not aware of any incident that might have caused this to happen. The device was once again re-checked and no further alert or warnings were noted. Further review was sent to technical services, while the patient was being monitored. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed that the error code is an indicator that the device battery is depleting and the device should be replaced as soon as possible. Technical services also noted that after the fault, the longevity remaining displayed on the programmer or latitude is likely invalid. Although programmer interactions or a manual capacitor reformation may temporarily remove the fault code message, these activities will not resolve the underlying issue, since a loss of energy has already occurred and cannot be recovered. Detailed laboratory analysis is required in order to confirm a specific root cause for faster-than-normal energy use.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Additional information received noted that this device was explanted and will be returned. Upon analysis this investigation will be updated.